Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID 3889-28, lot# va1j88h , implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they did a surgical lead revision on (B)(6) 2018 but she is still peeing her pants. Patient was set at program 1 at 0.5v and patient stated that they felt comfortable stimulation in their bike seat region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor it was reported that the patient noticed three weeks ago that the ins was not working. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they did a surgical lead revision on (B)(6) 2018 but she is still peeing her pants. Patient was set at program 1 at 0.5v and patient stated that they felt comfortable stimulation in their bike seat region

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was still urinating every 30-45 minutes, but they are able to make it to the bathroom. When asked, the patient did not know if they were getting a 50% reduction in their symptoms; patient said it seems like they are going to the bathroom too many times. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1j88h, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, other relevant device(s) are: product ID: 3889-28, serial/lot #: va1j88h, ubd: 2021-07-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient stated that they had the device implanted to help with overactive bladder but it did not seem to be working. Patient stated that they were experiencing symptoms, like they had to pee really bad when they did dishes and heard running water. Patient stated that they also had some leaking. Patient stated that they would feel the urgency to run to the bathroom but then only have a minute amount of urine. Patient stated that they were on program 2 at 0.6v, and turned it up to 0.7v but they felt stimulation slightly in the vagina. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. Patient stated that they were not sure if they could make changes but they would like to increase because the symptoms were annoying. Patient was walked through increasing to program 2 at 1.1v. Patient was advised to review any directions previously provided by the health care professional (hcp) and it was reviewed that it takes time for the body to respond to therapy. Patient was redirected to hcp if problem did not resolve. Therapy expectations were reviewed to be at 50% reduction in symptoms. Patient was to monitor symptoms now that changes had been made and would follow up with the hcp if it did not resolve. Patient stated that they had a follow up appointment sometime the following week. Information was received on 2018-jun-25 from a consumer regarding a patient. It was reported that the patient noticed three weeks ago that the ins was not working. Additional information was received on 2018-aug-27. Patient reported that they did a surgical lead revision on (B)(6) 2018 but she is still peeing her pants. Patient was set at program 1 at 0.5v and patient stated that they felt comfortable stimulation in their bike seat region. Additional information was received on 2018-sep-14 from a consumer indicating that the patient had their lead revised because they were not getting any therapeutic benefit since implant, and they were still going to the bathroom every ½ hour. The patient reported they had not gotten benefit since the lead wire was revised. The patient changed from program 2 to program 1. The patient was advised to contact their healthcare provider if the symptoms continued. No further complications were reported.